Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. This type of event is typically caused by excessive driver force applied over the guide pin, driver tip hitting a flex point of the guide pin, prying/leveraging on the guide during use and/or re-using a guide pin from the single-use disposable kit that has been bent from prior use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Risk manager will not release device.

Event description:
It was reported in a medwatch report that a guide wire broke during use. Surgeon and scrub technician believed they had both ends of the wire; however, a portion had remained in the patient's knee and was noted at her post op visit 10 days later. Right torn cruciate ligament and meniscus repair. Female patient, the wires had kinked going into the cannulation of the driver, the wire then broke off at the bend.